Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. Follow up report indicated that the infection had cleared and the patient was discharged. There was no further report of complication.